Event description:
A malfunction was reported with a code identified as malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support again if the issue reappeared.